Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty surgery due to vertebral compression fracture at l5. Intra-op, balloon bursted upon first attempt of use no patient complications were reported.

Manufacturer narrative:
Product analysis result: visual functional microscopic both balloons have a longitudinal rupture of the balloon on the distal peak. This type of failure is consistent with contact with bone splinter while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.